Event description:
It was reported that while the powered wheelchair was being transferred out of a vehicle via a lift. Mid-transfer, the wheelchair turned on and surged forward, falling off the lift and landing on the patient. It was not clear whether joystick was hit during the joystick during the transfer or if the chair suddenly accelerated on its own. The patient sustained a broken wrist and an injured back and shoulder in the incident. No further patient complications were reported as a result of this event.